Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/6/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 evaluation: product not received. A photo was received and upon visual inspection, a suture strand is broken in two section of product code w9962 could be observed. The strand was noted with body fluids and no conclusion could be reached as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the picture, the complaint is observed.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a episiotomy and repair procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke while sewing muscularis vaginalis. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/11/2020 additional information: d10.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/15/2020. H3 evaluation: unopened samples of product were received for analysis. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand with no defects, damage or suture breakage noted. A functional test was performed using and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no suture breakage was found and the tested samples met the finished goods requirements.